Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) 15at423, (15 deg taper 4.5p 2mm-3mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 2020111244. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020111244 for similar events and 2 other relevant complaint(s) were identified. Review completed utilizing keywords: dental : functional : loosening. The customer did submit images for the reported event. The image was of a driver, screw and an abutment with a fractured hex. There was an xray of an implant with an abutment attached. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products tacw2, abut tapered one-piece sc r-v 4.5mm 2mm lot 2021070143 therapy date: unknown. E1: reporter email address unknown / not provided.

Event description:
The abutments loosening several times 3 months after placement. This event is intended to capture first of the several events.(3).